Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an optiflex¿ basket was used in an unknown procedure performed on an unknown date. According to the complainant, during the procedure, when the basket was utilized for opening and closing for about twenty times, it would no longer open or close. It was reported that it seemed that the handle and the shaft part got separated. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".